Event description:
Caller called to report that she was completely misinformed about her potential side effects that could result from her breast implants prior to surgery. Immediately, after surgery the reporter complained of shooting pain, and that she informed her doctor. He told her that it was normal to have pain after surgery and to continue to take her pain medicine. Reporter too, states that the nurse told her that it was nerve pain and when you have nerve pain it means the nerve is dying. The pain has continued years later as she has developed hard areas in her in her breast area, weight gain, was diagnosed with lyme disease, swollen thyroid gland with no negative test results, rash, sarcoidosis, numbness in hands, capsule contracture, and cryoglobulinemia. Reporter states that her doctor wanted to because of nodules found but, she did not have any abnormal results and refused surgery. She also, stated eating healthier and five weeks later she was unable to get out of bed, could no longer be active has had to quit her job as a yoga instructor, and can no longer dance as she use to prior to the implants. "My daughter has never seen me healthy. I'm worried that I may have cancer."